Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during cataract surgery, the equipment displayed a system message and froze. The procedure was converted to extracapsular cataract extraction (ecce) technique, and was completed with no harm to the patient.